Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 54 mm diameter abdominal aortic aneurysm approximately three years ago. The aortic neck angle was 30 degrees. Proximal non-aneurysmal aortic neck diameter below the lowest renal artery was 30 mm. The distal non-aneurysmal aortic neck diameter immediately above aneurysm was 29 mm and it was 35 mm long. The iliac arteries were mildly tortuous bilaterally. Circumferential aortic mural thrombosis/calcification at the proximal neck was 20 %. An x-ray from approximately one year ago illustrated an increase in diameter at top of the stent and marginal lowering of the stent graft. Subsequent imaging six months later showed the same, an increase in diameter at top of stent, marginal lowering of the stent graft. No intervention was performed. No clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent migration). Patient's condition affected effectiveness of device (increase in diameter at the top of the stent graft). Conclusion: device failure/lack of effectiveness related to patient condition (increase in diameter at the top of the stent graft).